Event description:
Customer reported an issue with the v series monitor, which may have affected monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep repaired the unit's v-doc connector pins.